Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: country event occurred in: italy. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that outside of surgery the unit has inconsistent operation with loss of power and excessive noise. There was no harm, injury, delay or medical intervention reported. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cable had contact issues, the switch was damaged and there was corrosion on the motor. The motor, switch and plug harness assembly were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.